Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6). Customer was taken to the hospital via ambulance. Customer's blood glucose was 350 mg/dl. Customer was not wearing insulin pump at the time of hospitalization and it was not known for how long customer was not wearing insulin pump. Customer was in a skilled nursing facility. It was initially thought that insulin pump was lost, but insulin pump was not lost.